Event description:
The customer contacted stryker to report the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and verified the reported issue. The error codes were cleared and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause was not established.